Event description:
During evaluation of a returned spectrum iq infusion pump, the device audio level was reduced. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a reduced audio level during testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be a detached speaker, the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.